Manufacturer narrative:
According to the customer, qc results were acceptable. The field engineering specialist performed annual maintenance and exchanged the measuring cell. He checked the tubing and the mixer speed which were acceptable. He found droplets at the bottom end of the sipper needle. He performed precision testing of a pooled patient sample. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg+beta result was 315 with repeat results of 0.2, 14, and 138. The units of measurement were requested but have not been provided. The results in question were reported outside of the laboratory. The hcg+beta reagent lot was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.